Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator distal tip had been split, and the distal tip of the sheath had been punctured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device damage remains unknown.

Event description:
This report is to advise of a puncture found in the tip of the sheath during analysis.